Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that the patient was scheduled for an implantable cardiac monitor (icm) pocket revision. The physician noticed some slight erosion. The device was undersensing r-waves. When the physician touched the pocket, the device migrated out of the pocket with minimal pressure. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.